Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported no complaint against the device. Later patient reported "capsular contracture baker grade IV" confirmed by surgical explant procedure. Later patient reported "we note a small cystic formation with thin walls and homogeneous content, located in the upper lateral quadrant" confirmed by ultrasound. This record is for the left side. Device was explanted and will not be returned.